Event description:
It was reported that during a minimally invasive spinal fusion, a bur broke off inside a drill attachment. A bur fragment fell into the surgical site, but was immediately retrieved by manual instrumentation. No additional medical intervention or treatment was required for the pt, due to this event. Backup equipment was used to complete the procedure, causing a 15 minute delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Based on the quality investigation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and will not be returned to the user facility. A follow up report will be submitted if the investigation results require one.